Event description:
Indications: immunodeficiency, myasthenia gravis without (acute) exacerbation. Patient reported malfunctioning of pump. No further details about what specifically is malfunctioning provided. Unknown if md is aware. New pump being sent and mal-functioning pump being returned. Unknown if patient missed any doses due to pump issue. No further information provided. Reported to (B)(6) by pt/caregiver.

Event description:
Indications: immunodeficiency, myasthenia gravis without (acute) exacerbation. Patient reported malfunctioning of pump. No further details about what specifically is malfunctioning provided. Unknown if md is aware. New pump being sent and mal-functioning pump being returned. Unknown if patient missed any doses due to pump issue. No further information provided. Reported to (B)(6) by pt/caregiver.